Manufacturer narrative:
User reported issue was confirmed. Device was found to have a power issue and an insensitive keypad. The battery module and the keypad were replaced. The device was retested to meet all the specifications on 06/08/2015. (B)(4).

Event description:
The user reported "the device will not complete infusion and powers down itself." The device had a power issue. No patient was involved in this case.